Event description:
Pt had iabp inserted on monday 12/26. Had cab and mvr surgery on tuesday 12/27. During postop stage at around 2000, blood was noted in helium line. Suspected balloon rupture. Balloon was discontinued (was in pt 12/26 to 12/27 2000).